Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. This follow up report is being submitted as a final report as three good faith effort phone call attempts were complete on 03/31/2026, 04/03/2026, and 04/07/2026. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. The event description and coding have been updated to reflect this. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed.

Event description:
The manufacturer received information alleging a ventilation inoperative condition occurred on a bipap a40 pro device. The device was not in use on a patient at the time of the occurrence. Despite three good faith effort phone call attempts on 03/31/2026, 04/03/2026, and 04/07/2026 to (B)(6) the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed.

Event description:
The manufacturer received information alleging a ventilation inoperative condition occurred on a bipap a40 pro device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the associate medical device reporting, a supplemental report will be submitted accordingly.